Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device misfired with the second attempt reload still in the gun. There were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). Analysis finding related to device handling after the event. Further analysis was conducted: the device was returned with the articulation connector fractured in two pieces at the post where it is connected to the distal channel retainer. The fracture of the larger section of the articulation connector was examined and analysis of the part showed it failed as a result of intergranular failure. This mode of failure can occur in (B)(4) from improper heat treatment or more commonly when it is exposed to a corrosive environment while under stress. The region around the fracture contained several areas of corrosion product indicating that the part had been exposed to a corrosive media, most likely saline, body fluids or disinfectant applied after surgery. It is unclear from the event description whether the connector failed during use or whether the device malfunction occurred independent of this fracture. The presence of corrosion in the region around the connector indicates that a corrosive media was present at some point in time. This most likely source of the corrosion was a disinfectant applied to the device and then the instrument was inserted into the shipping bag and sent back for analysis. The combination of the corrosive media coupled with the components being under some residual stress while stored in a sealed bag caused the component to fracture.

Manufacturer narrative:
(B)(4). Premature sled movement. The device was received for analysis with no visual non-conformances and with an ecr60t cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The articulation feature was noted to be non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the connector articulation was noted to be broken. Please note that in order to articulate the device, pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. The batch record was reviewed and no anomalies were noted during the manufacturing process.